Manufacturer narrative:
Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.